Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose of 390mg/dl, with an alleged inaccurate delivery issue. Reportedly, the patient received unspecified treatment in the emergency room by their healthcare provider. During troubleshooting with customer technical support, the patient stated the pump was ¿giving too much insulin¿. This complaint is being reported because the patient received treatment in the emergency room associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-jan-2019 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The available pump history showed no evidence of a pump delivery malfunction. The pump passed all delivery accuracy testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.